Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). The device history record, service history and the event history log were reviewed with no issues found that could cause or contribute to the reported event. The device passed the homechoice return instrument test/ evaluation (rite) electrical test but failed the rite functional test due to failing fill 1, drain1, fill 2, last fill, patient line pressure and a slow flow patient line alarm and was determined not to meet performance specification per rite testing. The device passed patient therapies accuracy confirmation and temperature verification. The rite test failures are related to each other and are not related to the reported issue. Internal and external visual inspections were performed and revealed no problems. There was no evidence of fluid or moisture found within the device. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was unknown. An autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.